Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances and an apparent fracture. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2008; 4194, lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead pacing lead was rising and reached beyond the expected upper range. Analysis also revealed lead impedance out of range alert. The out of threshold sub-threshold lead impedance alert occurred on 2014-(B)(6). Additionally, the maximum ventricular pacing impedance rose from 855 ohms the week ending 2012-(B)(6) to greater than 3000 ohms the week ending 2014-(B)(6).